Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they were hospitalized and had an iron lung machine and was to doing some testing. The nurse turn off the implantable cardioverter defibrillator (ICD) but was unable to turn the device back on. After several attempt the device was turn on and was stated to not have been reprogrammed. The patient experience getting weaker and had dyspnea each day. The patient also was not sleeping at night because of the breathing. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that there were no further action taken as the device was functioning as intended. The patient's symptoms had first occurred when the patient's optivol levels were increased. A chest x-ray was performed and resulted indicated a I-il defined mass in left hemothorax. It was unable to find issue with the device being turned off during the patient hospitalization and there weren't any notified concerns.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.